Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was unsuccessfully flushed with saline prior to use; however, it was still attempted for use in the procedure. It should be noted that the perclose proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device was unsuccessfully flushed with saline prior to use; however, it was still attempted for use in the procedure. When the device was advanced into the artery, no blood came out of the marker port. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.